Event description:
Prior to insertion, the surgeon test inflated the balloon of the mammosite cavity eval device and experienced no problems. While inflating the device in the pt, the surgeon felt resistance and then, tried to deflate the balloon. The balloon would not deflate and the device had to be cut to be removed from pt.